Event description:
It was reported that the caregiver experienced significant difficulty turning multiple luer connectors to attach to the pump, requiring assistance and use of tools was discussed as a work around. Symptoms included no adverse clinical effects, and blood glucose levels were reportedly unaffected. Outcomes included no medical intervention, no hospitalization, and continued device use after troubleshooting. Investigation included customer interview and troubleshooting education. Investigation of this case revealed user difficulty engaging the luer connection and concern about product from a shared lot number, with no device alerts or alarms reported. It was concluded that the event was related to use difficulty with the connector interface, and a goodwill replacement was provided as a precaution.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.